Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade was broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field additionally, the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The device was functionally tested on the generator and the min hand control button was not functional. However, the device did activate when tested with the foot switch. During functional testing on gen11 an instrument error was displayed, as a result of the broken blade tip. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tip of the probe was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.